Event description:
Endo tracheal tube air-bulb indicator does not work properly. Should be inflated when cuff is inflated, should be deflated when cuff is deflated. Product does not indicate this. Dates of use, 2008.